Manufacturer narrative:
Balloon catalog # 72402105 - lot 681288003 exp 10/27/2015 mfg 11/2010. Pump catalog # 72402287 - lot 651976010 exp. 04/28/2015 mfg. 04/2010. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that pt had her device removed due to erosion. The pt was reimplanted with a new acticon neosphincter device at this time.